Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd inner gasket fell into the pt (it was retrieved from the pt). Another trocar was used to complete the case. The device wsa discarded.